Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain and shortness of breath; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain and shortness of breath; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after two years, cta abdomen demonstrated filter apex is at the l1-l2 disc level and prongs of the filter perforate through the wall of ivc at multiple sites where one prong perforate left side of the aorta. In subsequent days, the patient underwent laparoscopic cholecystectomy with umbilical hernia repair and tru-cut liver biopsy. The patient had fluid in lung and experienced right sided abdominal pain and back pain. CT demonstrated one filter strut extends outside the left side of the ivc, one filter strut extends left side of the ivc thereby touches the margin of the abdominal aorta. Approximately after three years, CT abdomen demonstrated the prongs extend through the ivc where one prong projects posterior to the aorta. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2012).